Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Fa noted the root cause of this failure is attributed to a component failure. A review of the instrument logs for the small grasping retractor instrument (470318-10/k10211103 0088) associated with this event was performed. The instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted diaphragmatic hernia repair procedure the small grasping retractor instrument had visibly frayed cables. The procedure was completed with no reported injury.